Manufacturer narrative:
Final device analysis reveals no propellant.

Event description:
MFR rep reports that prior to implant, only 23 ml of water could be aspirated out of a 40 ml pump. The hcp performed troubleshooting, including programming a priming bolus, while holding negative pressure with the syringe plunger. Hcp was unable to aspirate all of the water from the pump. MFR rep reports the same syringe and needle were also used on the new pump and everything was fine, no problems encountered. The pump in question was not implanted. No patient symptoms reported.